Manufacturer narrative:
The rubber tire on the wheel has cracked and separated, leaving a half inch gap on the wheel.

Event description:
A medtronic ent rep reported that the wheel on a camera cart was broken. This was identified outside the surgical arena. There was no pt present.

Manufacturer narrative:
No pt was involved in this concern. RMA issued. Parts have not been returned to MFR for eval.